Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Patient reported that his service dog was present at the time of the event. Patient was reportedly driving his car when he began to feel "woozy". Patient stated that he did not hear any alerts at the time of the event. Patient stated that his service dog alerted him of the low. Patient continued to drive home, approximately 4 miles. At the time of the event, patient does not recall his blood glucose reading on his continuous glucose monitor (cgm). Patient reported that his finger stick blood glucose value was 57mg/dl. Patient reported that he called for emergency medical technician (emt) services when he arrived at his home, before passing out. When emt arrived at the patient's home, patient was treated with an unspecified intravenous fluid (IV). Patient does not recall what medications were given to him at the time of the event. Patient was treated at home and was not transported to the hospital. Patient did not require further medical intervention. No further event or patient information is available.